Manufacturer narrative:
We checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the u/d pulley and the r/l pulley wires fluid damage, the ccd driver pcb fluid damage, the control body corroded, the electrical connector corroded, the lg cable connector corroded, the insertion flexible tube (ift) leakage, the remote control buttons malfunction, the segment loosened, and the angle wire hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.